Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to a sensor failure during session startup, sensor wire was missing. Pt is worried that sensor is broken inside her skin although there is no remnant or feeling of a wire inside her skin. At the time of her call to dexcom technical support, pt was not complaining of any add'l complications.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.